Manufacturer narrative:
Investigation also found a hole in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. Although the cannula was damaged, the timing and cause of the damage could not definitively be determined. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
After investigation a hole in the exposed portion of the soft cannula was found. Although the cannula was damaged, the timing and cause of the damage could not definitively be determined. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod between 4 and 24 hours. As treatment a new pod was applied after the event.